Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the temperature had exceeded the upper limit. During an ablation procedure, an intellanav stablepoint open-irrigated catheter was used to treat atrial fibrillation. When energization was attempted, it was noted that the temperature had exceeded the upper limit. Upon checking, it was found that the temperature inside the body was 48 degrees celsius; however, the temperature outside the body was 38 degrees celsius. There was no improvement despite reconnecting and replacing the cable and no error messages were displayed. Subsequently, a non-boston scientific device was used, and the procedure was completed successfully with no patient complications. The device is expected to be returned for analysis.